Manufacturer narrative:
(B)(4).the problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd) with dianeal therapies. Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. The patient experienced peritonitis manifested by cloudy fluid and abdominal pain. On the same day, the patient was hospitalized for the event of peritonitis. The cause of the peritonitis was unknown. Treatment for the event included an unspecified antibiotic. Nine days later, the patient was discharged from the hospital. The patient recovered from this peritonitis event. The nurse declined to provide any additional information. (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12g11099. No exceptions were observed that were related to the reported condition.